Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the name of the procedure? What was being done when the suture broke (removal from package / during passage through tissue/ during tying / post-op)? What was used to complete the procedure? What tissue was being approximated or sutured when it broke? What is the condition of the patient?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke when suturing. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/15/2020. H3 evaluation: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. An empty opened overwrap packet and empty opened folder of product code 8423t, lot # al6715 were received. No product was returned for evaluation to determine the assignable cause of the performance breakage suture. It could not be determined what may have caused the reported incident and the reported complaint could not be observed.